Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple call service alarms. The issue was noted during troubleshooting an unrelated issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:the complaint of a blank display screen could not be duplicated on investigation. The pump powered on with a functioning display screen. Unrelated to the complaint, investigation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.